Event description:
The mother of a home pt reported minicaps cracking. Per the mother, the crack was noted after connecting them to the transfer set. No pt injury or medical intervention was associated with these incidents per the mother.